Event description:
The report stated that during the radio frequency ablation procedure, the user experienced water leaking from the cool-tip needle device. Another cool-tip device was opened and the procedure was completed. There was no harm to the pt.